Manufacturer narrative:
(B)(4). The ge service rep replaced the power cap module and calibrated battery charger board. The system was working as intended.

Event description:
The customer reported that the system displayed a charger failed error message. No pt injury was reported.